Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause could not be determined. A review of the service history record indicated that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the reciprocating saw attachment device was frozen and would not move. It was further determined that the device failed pretest for check for free movement and check oscillation frequency with frequency meter. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.